Manufacturer narrative:
Reporter is a synthes employee. The DHR of product code 199721000, lot avkbl5, was reviewed and no non-conformance were observed during the manufacturing process. The product was released on august 15, 2016. Qty. (B)(4). The DHR was electronically reviewed. Visual inspection: the verse correction key(part # 199721000, lot # avkbl5) was received stuck/jammed with distal tip of verse x25 inserter/ tightener (part # 299704230, lot # gm5597102) at us customer quality (cq). The outer threads of the correction key were stripped/ worn. No other issues were identified during inspection. The stripped condition of tip feature of mating device could have contributed to the reported condition of not tightened properly thus the complaint is confirmed. Functional testing: multiple attempts were made to separate both devices. The devices were not able to be separated. The reported condition can be replicated? Yes, jammed condition. Dimension inspection: it was not performed due to the post manufacturing damage. Conclusion: the complaint is confirmed. A definitive root cause could not be determined. However, it seems like the correction key was not assembled properly on to the driver tip due to the driver tip's stripped condition. For stripped condition of the outer thread of the correction key, it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure both the t25 innie drivers jammed and the innies could not be tightened with the torque driver. There was no reported surgical delay. There was no adverse patient harm reported. This report involves one (1) verse correction key. This is report 5 of 5 for (B)(4).